Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic with complaints of syncope. The local boston scientific representative sent technical services (ts) an electrogram to review of an episode of what was thought to be pacemaker mediated tachycardia (pmt). Ts reviewed the electrogram which showed an atrial sensed event that fell outside of the post-ventricular atrial refractory period which caused bi-ventricular pacing at the maximum tracking rate. The patient was confirmed to be symptomatic with the pmt. Ts discussed programming options with the local field representative. There were no additional adverse patient effects. The device remains in service.